Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was not switching to atrial tachy response (atr) mode. Technical services (ts) was consulted, and it was found that there was undersensing on the right atrial (ra) channel, however, the device did not mode switch due to the rate configuration. Reprogramming and sensitivity adjustments were performed. No adverse patient effects were reported. This pacemaker remains in service.